Event description:
The ballast¿ 088 long sheath is a single lumen, braid-reinforced, variable stiffness catheter could not be removed from patient. Per the chart, the procedure was complicated by severe vasospasm and right radial catheter was left in place. Per the operative (op) notes, the ballast¿ 088 long sheath catheter was then removed and exchanged for an 8-french angio-seal device, which was deployed without complication achieving excellent hemostasis. Attempts to remove the ballast catheter from the right radial artery were unsuccessful and therefore, vascular surgery was consulted for removal of this catheter. The patient was then transferred to intensive care unit in stable condition having tolerated the procedure well. Another procedure was done for the removal of right radial arterial sheath. According to the op findings, shredded intra-arterial catheter within the right radial artery that is found to have a high origin near the axilla consistent with a brachioradial artery. Damaged proximal brachial artery with significant intimal irregularity requiring an axillobrachial bypass. Large thrombus evacuated from the right subclavian/axillary artery. However, per the op notes, there were no complication related to the removal.

Event description:
The ballast¿ 088 long sheath is a single lumen, braid-reinforced, variable stiffness catheter could not be removed from patient.